Manufacturer narrative:
Result: the coil is complete and still attached to the pusher assembly. The pusher assembly is broken and approximately (108.0 cm) of the pusher assembly was returned, measuring from the distal detachment tip (ddt) toward the proximal pet lock. The pusher also has the orange sheath stuck over the hypo-tube portion of the pusher. Conclusion: the complaint has been evaluated and confirmed. The complaint mentions that the hyp-tube broke while introducing the coil into the catheter. This event likely occurred due to mishandling of the product when inserting it into the patient. This case is related to 3005168196-2013-00128.

Event description:
Penumbra ruby coils (4x30) hypotube broke while being introduced into the catheter. The coil never left the catheter, so physician was able to remove the catheter, coil, and pusher without incident.